Manufacturer narrative:
Returned device was received in bad physical condition. The entire top case was badly damage and the pump was missing the plunger case seal. Evidence of reported problem in event log was found. During the evaluation of the device it was found that the main board does not operate as intended. The main board was found to the cause of the original complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump had a bad back up "alarm/board". No patient present at the time of the event. There were no reported adverse events.